Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during surgery a pin/rivet that holds one of the arms in place fell out of the impactor extractor.